Event description:
Caller stated that he has been wearing contact lens since he was a teenager. On (B)(6) he wore his contact lens as usual and a safety glasses on top of it as he was working with a piece of wood, during the process a saw dust from the wood blew into his right eye and he felt a discomfort and he applied a drop of visine to the eye. A week later the eye discomfort persist so he met with an ophthalmologist who treated him with some eye drops but the pain did not go away instead it got worst. He was then referred to another eye doctor who diagnosed him with a cornea ulcer. During his visit the doctor took out a substance which the caller described as a "medical gunk". Caller stated because of this incidence his eye pressure went up and will be having a cornea surgery to correct his cornea and also a cataract surgery.